Manufacturer narrative:
7/18/2024 - we were notified of a patient who has a capsule retention, the patient had swallowed the capsule back on (B)(6) 2023. Frm-0089c capsule incident questionnaire was sent to obtain further information. Completed frm-0089c was received indicating that patient had preexisting conditions such as crohn's, small bowel resection, lysis of adhesions, recurrent small bowel obstructions, strangulated incarcerated bowel and appendectomy. It also stated that the patient had a remote ingestion, 3 days after the customer had a phone follow up with the patient and the capsule was not excreted, an xray was advised to the patient. On (B)(6) 2023 the patient talked with a physician that indicated that surgery was not required. On (B)(6) 2023 the patient has another phone follow-up and he indicated he was doing well, no obstructive complaints and does not want to opt for surgery. (B)(6) 2024 - after requesting updates from the customer we were notified that they followed up with the patient on (B)(6) 2024. There were no signs or symptoms of obstruction and he does not want to proceed with surgery just to remove the capsule. Patient is in commmunications with his gi locally.

Event description:
7/18/2024 - we were notified of a patient who has a capsule retention, the patient had swallowed the capsule back on (B)(6) 2023. Frm-0089c capsule incident questionnaire was sent to obtain further information. Completed frm-0089c was received indicating that patient had preexisting conditions such as crohn's, small bowel resection, lysis of adhesions, recurrent small bowel obstructions, strangulated incarcerated bowel and appendectomy. It also stated that the patient had a remote ingestion, 3 days after the customer had a phone follow up with the patient and the capsule was not excreted, an xray was advised to the patient. On (B)(6) 2023 the patient talked with a physician that indicated that surgery was not required. On (B)(6) 2023 the patient has another phone follow-up and he indicated he was doing well, no obstructive complaints and does not want to opt for surgery. (B)(6) 2024 - after requesting updates from the customer we were notified that they followed up with the patient on (B)(6) 2024. There were no signs or symptoms of obstruction and he does not want to proceed with surgery just to remove the capsule. Patient also in communications with his gastroenterologist locally.